Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that anatomical conditions contributed to the poor visibility; however, without having images to review, this could not be confirmed and a cause could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the carotid artery (internal to common) that was non-tortuous, mildly calcified and 80-90% stenosed. The physician reported that the that the visibility of the acculink ii 7-10/30 stent is weak and would like to know if there a specific resolution they should be using during deployment. The poor visibility affected the ability to correctly place the stent in the intended location. The physician had to magnify the resolution to see the shadow of the stent. It was confirmed in follow-up that the stent was implanted 2 mm above the intended location. There were no adverse patient effects or clinically significant delay. No additional information was provided.